Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic para esophageal hernia repair on (B)(6) 2017 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2018 and (B)(6) 2018, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: previous gore mesh pulled away, the quadrate lobe was adhesed to the right crus of prior gore mesh, adhesions of liver, adhesions, primary repair of recurrent hernia defect. Additional event specific information was not provided.

Manufacturer narrative:
D2: added common device name. D4: added serial #, catalog #, expiration date, UDI#. H4: added device manufacture date. H6: updated method code 1 and results code 1. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2015: (B)(6), md, 1. Laparoscopic vertical sleeve gastrectomy 2. Egd. On (B)(6) 2016: (B)(6), md, laparoscopic cholecystectomy. Implant preoperative complaints: n/a. Implant procedure: (B)(6), md, 1. Laparoscopic repair of paraesophageal hernia with mesh. 2. Laparoscopic enterolysis and egd [gore® bio-a® tissue reinforcement 7cmx10cm #: 15600443 / hh0710]. Implant date: on (B)(6) 2017. Preoperative diagnosis: gastroesophageal reflux disease with reflux esophagitis with almost certain paraoesophageal hernia which is not completely documented with non-surgical evaluation. Postoperative diagnosis: large incarcerated paraoesophageal hernia with obstruction due to herniation of the upper third of the remnant stomach into the mediastinum with gastroesophageal reflux disease with reflux esophagitis due to severe partial esophageal obstruction. Assistant:(B)(6), rnfa. Indications: the patient is a 46-year-old longstanding patient of mine who many years ago had the benefit of vertical sleeve gastrectomy me for her morbid obesity which she has done well, maintaining her bmi below 30. She presented to my office some weeks ago with severe gastroesophageal reflux symptoms. She was evaluated with an endoscopy after failing medical management, which to my assessment showed an obvious paraoesophageal hernia. This, however, was not absolutely confirmed with an upper gi, so a diagnostic laparoscopy has been recommended, but the patient has also been consented for paraoesophageal hernia repair because I am almost certain that is what we will find. We have discussed with her the mechanism mechanisms of repair and she will defer to my judgment at the time of surgery how to report approach repairing an almost certain paraoesophageal hernia. Findings: as anticipated, there was a significant hernia. The ge junction and upper third of the remnant stomach were scarred in an inhabiting the mediastinum along with some herniated greater omentum on the left posterior side. Due to the chronic nature of the hernia sac, the dissection was as anticipated tedious, but ultimately successful. I did have to transect the anterior vagal nerve trunk to release all tension on the ge junction. At the completion of the dissection, the ge junction in the distal esophagus laid comfortably in the diaphragm without tension. A cruroplasty was an appropriate with reinforcement posteriorly, but there was unfortunately some anterior attenuation in the area of the central tendon and was not amiable to suture repair, so in an lay patch of the biological bio a horseshoe shaped patch was also placed. Completion egd was satisfactory, showing the ge junction come to really below the hiatus with a negative leak test. Procedure in detail: patient was brought to the operating room where after being appropriately positioned and monitored, was delivered a satisfactory endotracheal anesthetic. She was then prepped and draped in the usual way. Pneumoperitoneum was established without difficulty after the abdomen was entered with a 5 mm optical trocar in the usual position. Additional trocars were placed in standard positions under direct vision. The upper abdomen was visually explored and a subxiphoid incision was made, and the nathanson liver retractor was place. The left lobe of the liver was only minimally adherent to the area of the prior surgery, such that the nathanson could easily be place with good exposure of the hiatus. Visual inspection of the hiatus had findings as noted above. I therefore immediately went about the dissection out of the herniated stomach and dissection out of the thick-walled hernia sac to definitely dissect out the muscular and fascial edges of the hiatus. This began after the liver retractor was repositioned to achieve maximum visualization of the hiatus. The stomach was then gently retracted into the abdomen as much as possible to assess the degree of tethering in the thorax. As noted above, this tethering was significant. The peritoneum overlying the right crus was incised and the plane along the hernia sac was then developed. The dissection was extended anterior and laterally to the left crus. There was an obvious large mass of herniated peri gastric fat along with the upper stomach. This was identified and dissected along with the upper portion of the staple line of the sleeve gastrectomy in the area of the left crus. This was also tenuous due to her prior surgery, but ultimately was very successful. The hernia sac was then carefully dissected into the mediastinum with caudal retraction. The interfaces between the pleura, pericardium, spine and aorta were all well developed as the dissection was carried suffered to the top of the hernia sac. Again, the dissection was made tedious due to the thick walled hernia sac and the chronic nature of the hernia and the amount of herniated tissue. The sac contents were completely reduced back down into the abdominal cavity. The hernia sac was then excised, taking care to avoid injury to the stomach and the vagal nerve trunks. A 34-french esophageal bougie was then placed transorally. The esophagus was again identified and directed circumferential and along it's mediastinal course in order to reduce tension, following the gastroesophageal junction to lay comfortably within abdominal cavity. The gastrosplenic area was dissected out, sufficient to establish the crural confluence easily from the left as well as the right. The rectal esophageal window was then developed, and the esophagus was then again retracted caudally. Once I had everything dissected out to my satisfaction, the crural pillars were then approximated with 2-0 ethibond sutures with pledgets of felt mesh. Ultimately, after evaluation, and anterior reinforcement of the diaphragm was performed with an on lay patch approximately sized and shaped of the bio-a biological mesh and one sutured to the diaphragm in the crura with interrupted 2-0 ethibond sutures. The 34-french bougie was again being used as a stenting guide and the tightness of the repair was gauged both visually and by the presence of the bougie. Due to her sleeve gastrectomy, there was no need for a fundoplasty. There was also no need to place any fundal sutures as well. The bougie was removed. I broke scrub and went to the head of the table to perform at egd. The upper endoscopy was passed and retrieved easily with findings as noted above. I re-sterilized and re-entered the sterile field. All irrigant was aspirated. All areas of dissection were seen to be hemostatic. The liver retractor was removed. The pneumoperitoneum was deflated in the trocars were removed. All the skin wounds were closed with subdermal 4-0 monocryl. Dermabond was applied as dressings. All counts were correct at the completion of this procedure and the blood loss was about 100 ml. The patient was awakened from her anesthetic and taken to the recovery room in satisfactory condition. The records confirm gore® bio-a® tissue reinforcement 7cmx10cm [#: 15600443 / hh0710] relevant medical information: on (B)(6) 2018: (B)(6), md, 1. Subtotal gastrectomy 2. Laparoscopic repair of a persistent paraesophageal hernia and egd. Pre / postoperative diagnosis: post-gastrectomy syndrome with dysphagia and regurgitation. Persistent paraesophageal diaphragmatic hernia with gastroesophageal reflux disease with reflux esophagitis. Assistant: (B)(6), rnfa. Indications: the patient is a 47-year-old who has a complex medical and surgical history. She presented to my office with recurrent gastroesophageal reflux, as well as significant post-gastrectomy syndromes after a prior longitudinal subtotal gastrectomy. Evaluation with diagnostic imaging as well as endoscopy revealed abnormalities in the gastric remnant that required revision. It also shows a small persistent paraesophageal hernia, which although appearing inconsequential, has associated moderate to sever gastroesophageal reflux from which the patient has severe symptoms including aerodigestive issues. After being apprised of all of her options, both surgical and nonsurgical, including risks and benefits in detail, she has elected to pursue a revisional subtotal gastrectomy as well as repair of her recurrent persistent paraesophageal defect if possible. We discussed the possibility of placing a linx at the same time, but it is my judgement that it would be very difficult to accomplish and would not be worth the risk unless repair of her paraesophageal defect was inadequate to the task of relieving her reflux problems due to the prior hiatal dissections. She understands and agrees. Findings: the abnormalities in the gastric remnant were consistent with the imaging and endoscopic findings. I was able to do a revisional subtotal gastrectomy with remaining gastroduodenostomy. The hiatus was exceedingly difficulty to dissect out as I anticipated. I was, however, to dissect out the anterior hiatus and able to identify a recurrence of the anterior defect. The right side of the previously placed patch had pulled away from the right crus and I was able to reclose this area suturing a patch anteriorly on the left crus to the healthy right crus. The ge junction rests comfortably in the abdominal cavity and a completion egd confirmed this, as well as a negative leak test. During the induction of anesthesia, the patient had an acute exacerbation of her known supraventricular tachycardia. She responded to appropriate rapid interventions without issue, but she did have some associated hypotension that I thought was more severe than just the usual anesthetic related amalgam and so I have elected to consult the cardiology service here postop since they are familiar with her to help monitor along and intervene if anything else is necessary. Additionally, there was a significantly increased operative difficulty and operating time due to the revisional nature of both of her surgeries. This increased operative time, operative blood loss, technical difficulty, increased physical effort and clinical judgment, all by at least 200-300%. The 22 modifier is certainly appropriate for both of the procedures. Procedure in detail: patient brought to the operating room where after being appropriately positioned and monitored, was delivered a satisfactory endotracheal anesthetic. She was then prepped and draped in the usual way. Pneumoperitoneum was established without difficulty after the abdomen was entered with a 5 mm optical trocar in the usual position. Additional trocars were placed in standard positions under direct vision. There were adhesions of the anterior abdominal wall to the right and left lobe of the liver that had to be lysed. Once this was done, I was able to initially place the nathanson liver retractor through a subxiphoid position. There were adhesions of the left lobe of the liver posteriorly to the gastric remnant. These adhesions also included adhesion to the porta hepatis and the quadrate section of the left lobe completely obscuring the hiatus and the vasculature in this area. With slow careful tedious dissection, I was able to free the left lobe of the liver sufficiently to get the nathanson position such that I could identify the adhesion of the left lobe to the quadrate lobe. Once this was done, I was then able to dissect up and identify the right crus about mid-level. The quadrate lobe was so adhered to the right crus from the prior patch placement, this dissection was not feasible without significant risk of complication. At this juncture, it was obvious then that placement of a linx would be inadvisable unless there was no other choice. With slow careful tedious dissection of the left lobe, I was able to sequentially reposition with nathanson and get better and better exposure of the left lobe and the hiatus. There was significant blood loss associated with this. I still could not completely identify the patch on the right crus, and so I elected to go over and dissect out the left crus in the area of the angle of his and the gastric remnant in this area. I was then able to identify the patch and the ethibond suture on the left crus posteriorly and carried this up anteriorly. It was still very densely adherent in this area, so I elected to go ahead and do the revisional resection of the gastric remnant since I was able to identify the ge junction below the level of the hiatus. I turned my attention to the greater curvature of the stomach down at the staple line. With the maryland ligasure, I was then able to dissect all the adhesions away from the gastric remnant. This dissection was carried sequentially cephalad. This was obviously again very tedious with increased operating time and difficulty, but I was able to identify some adhesions that were distorting the gastric remnant and lysed them. I was then able to identify the asymmetrically dilated area of the stomach as seen on the diagnostic imaging. Using thick loads with the 60mm powered linear cutting stapler, this area of asymmetry and could not comfortably get the bougie passed blindly. I broke scrub in order to pass the endoscope to identify all the anatomy and re-sterilized and re-entered the sterile field. The gastrectomy specimen was extracted through the right upper quadrant 12mm trocar site and passed off the table and sent to pathology for evaluation. With the scope still in as a stenting guide, I went back to complete the anterior dissection of the hiatus. With the scope in place and comfortably able to identify the esophagus above the ge junction, I was then able to more definitively and aggressively dissect out the left lobe at the transverse arch. Once I did this, I was then able to see that the flap of the horseshoe-shaped patch on the right crus had pulled away. Since the patch was intact on the left crus on the left and I saw healthy right crus anteriorly, and the defect was very minimal anteriorly, I was able to do an anterior cruroplasty with figure-of-eight 2-0 ethibond suture. I then broke table and went to the head of the table to perform the completion endoscopy with findings as noted above. I re-sterilized and reentered the sterile field. All areas of dissection were seen to be hemostatic. All irrigant, and as much of the hematoma, was evacuated as possible. A round 15-french blake drain was brought through the right 5 mm trocar and placed in the area of dissection. The liver retractor was removed. The pneumoperitoneum was deflated and the trocars were removed. The skin wounds were closed with subdermal 4-0 monocryl. Dermabond was applied as dressing. All counts were correct at the completion of procedure and the blood loss was about 200-250ml. The total operative time was about 180 minutes. The patient was awakened from her anesthetic and taken to the recovery room in satisfactory condition. On (B)(6) 2018: (B)(6), md, 1. Laparoscopic reversal and recreation of paraesophageal hernia repair with a linx device placement. 2. Profound technically detailed lysis of adhesions to relieve hourglass stenosis of the esophageal hiatus and the ge junction. 3. Egd. Preoperative diagnosis: recurrent paraesophageal hernia with gastroesophageal reflux disease with reflux esophagitis. Other diagnosis: hourglass stenosis for the gastroesophageal junction due to adhesive disease from prior surgery. I was, however, to dissect out the anterior hiatus and able to identify a recurrence of the anterior defect. Postoperative diagnosis: recurrent paraesophageal hernia with gastroesophageal reflux disease with reflux esophagitis, hourglass stenosis of the gastroesophageal junction due to adhesive disease from prior surgery. Assistant: (B)(6), rnfa. Indications: the patient is a 48-year-old who had the benefits of sleeve gastrectomy. She, some significant time down the line, developed symptoms of significant reflux and was found to have developed a significant paraesophageal hernia which was such a size that it required a mesh reinforced repair including anteriorly placed mesh. She initially did well, but then developed complications of her sleeve itself that ultimately required revision of the sleeve, and at the same time some revision of her prior paraesophageal hernia repair. She now has developed what appears to be a small recurrence of her hernia but has profound empirically documented reflux. I have recommended to her, if possible, that we revise her paraesophageal hernia repair and now place a linx device, given her history of sleeve gastrectomy, to act as a definitive anti-reflux procedure. She understands that she is at significantly increased risk of complications in a may not be able to complete the surgery due to the multiple revisional nature of this surgery. It was also noted on her esophageal manometry as a workup for linx placement that she has elevated pressures at the area of the lower esophageal sphincter. This is almost certainly due to some herniation of the ge junction, as well as ciratrix circumferential stricturing from the multiple surgeries in this area. This will also need to be relieved first for exposure of the distal esophagus, but also to prevent any further confounding factors with her linx performance. Findings: as anticipated, there was a significant labored lysis of adhesions to free the left lobe of the liver from the hiatus and then to dissect out the hiatus itself. This took a significantly increased time resulting in also increased intra operative blood loss, totaling about 400 ml, as well as physical and intellectual difficulty as well. There is no question the 22 modifier is appropriate for coding and billing purposes. Once everything was dissected out, I was able to completely extract and dissect out the previously placed mesh. Both the mesh pledgets posteriorly as part of the cruroplasty, and the anterior patch placement, to reinforce the anterior area. With everything dissected out, ultimately a cruroplasty was able to be performed. I was thankfully able to identify the posterior vagus and completely clean cut the distal esophagus and ge junction, first to free them free of stricturing, but also to have a satisfactory linx placement. A 15 mead linx was placed. Completion egd was satisfactory, additionally showing a negative leak text. There was a simple gastrorrhaphy performed of the remnant stomach in the area of dissection. There was a significant serosal injury, but the mucosa was intact. So, a single imbricating figure-of-eight 2-0 vicryl suture was used. Procedure in detail: patient was brought to the operating room where after being appropriately positioned in monitor, was delivered a satisfactory endotracheal anesthetic. She was then prepped and draped in the usual way. Pneumoperitoneum was established without difficulty after the abdomen was entered with a 5mm optical trocar in the usual position. Additional trocars were placed in standard positions under direct vision. The upper abdomen was visually explored and a subxiphoid incision was made and then nathanson liver retractor was placed. Sequential replacement in repositioning of the nathanson was performed as I dissected the left lobe of the liver away from the area of prior surgeries. Given her prior cholecystectomy as well, this required an increased time, but the most difficult area, as it was anticipated, was the area of quadrate section of the left with liver in dissecting out the hiatus. This took at least 50% of the operative time, which after was all said and done, was about 200 minutes. Once I had planes identified, I was able to mobilize the left lobe of the liver away such that first I could identify the transverse arc and dissected out the remnants of the biological collagen mesh that had been placed in this area before. By just setting down both on the right and left I was able to dissect out the arms of the mesh, and again, dissect it free an extract it. I was then able to identify the right crus and down to the area of the crural confluence. I was also able to free the quadrate lobe from the right crus. The adhesions between the left lobe of the liver and the quadrate section were also lysed, and this resulted in significantly increased blood loss, probably representing at least a third to half of the total blood loss during the procedure. I was then able to dissect the left crus, again dissection the posterior edge of the left lobe of the liver in this area. Adhesions from the omentum were also lysed. This also resulted in increased blood loss. I was then able to identify the felt pledgets for the cruroplasty on the left and able to identify the left crus. Once this was done, I then began definitive dissection of the hiatus. The peritoneum overlying the right crus in the area of the felt pledgets here were identified and the dissection was begun. I felt uncomfortable trying to enter the plan with the hernia sac here. So, I entered anteriorly in the area of the transverse arch as there was a significant amount of hernia sac herniated up into the mediastinum, but once this was done, I was then able to dissect down to the crural confluence on the right and also to the crural confluence on the left. Once this was done, I was then able to dissect the crural confluence away and identify the sutures of the cruroplasty and transect these sutures, and then ultimately excise the felt pledgets. Once this was done, I had the crural confluence very easily visually identified. I then went about dissecting to try and identify the posterior vagal trunk. This was slow and tedious, but ultimately successful. I was able to then to dissect the hernia sac up into the mediastinum and reduce all of the sac contents back down into the abdominal cavity which was basically the sac itself. The planes with the pleura, pericardium, spine, and aorta, were all developed as this dissection was cephalad to the top of the hernia sac. I believe I also identified the anterior vagal trunk as well. The posterior vagal trunk was adhesed to the felt pledgets on the left and with slow careful tedious dissection, I was able to dissect these away and completely free the posterior vagal trunk. The excised specimens were extracted and just passed off the table. The hiatus was completely dissected out. By visual assessment and using a bougie as a stenting guide I then made the assessment that the anatomy as it lay today was amendable to a regular cruroplasty and would not require anterior reinforcement. This cruroplasty was performed with interrupted figure-of-eight 2-0 ethibond sutures. Once this was done, the bougie was removed, and I then, using the measuring device provided by the linx company, measured the distal esophagus [missing dictation] it was established that a 15 bead linx device would be appropriate for her esophagus. This was placed and buckled securely around the esophagus, using again, the posterior vagus as a controlling agent in standard fashion. I broke scrub and went to the head of the table to perform egd. The upper endoscope was passed and retrieved easily with findings as noted above. I re-sterilized and reentered the sterile field. All areas of dissection were seen to be hemostatic. All irrigant was aspirated. The pneumoperitoneum was deflated, and the trocars were removed. The skin wounds were closed with subdermal 4-0 monocryl. Dermabond was applied as dressings. All counts were correct at the completion of procedure and the blood loss was about 400ml. The total operating time was about 300 minutes and again, every metric of this procedure required significantly increased effort, and again the 22 modifier is appropriate for all components of the procedure. The patient was awakened from her anesthetic and taken to the recovery room in satisfactory condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. D17: appropriate code/term not available. For ¿false claim¿ and ¿withdrawn¿. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn.¿ previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, "the gore® bio-a® tissue reinforcement is a tailorable, bioabsorbable material comprised of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer (pga:tmc). Degraded via a combination of hydrolytic and enzymatic pathways, the pga:tmc copolymer has been found to be both biocompatible and non-immunogenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to adhesions, hernia recurrence, an additional surgical procedure, and explant, beyond this timeframe. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without bio-a. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, migration, contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® bio-a® tissue reinforcementinstructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."